Event description:
It was reported that the patient presented in-clinic. Upon review, the right ventricle exhibited over-sensing noise resulting in pacing inhibition. Patient's heart rate had dropped into the 30¿s at certain occasions. The right ventricle lead was explanted and replaced. No patient consequences.